Event description:
It was reported this inflatable penile prosthesis (ipp) was no longer functional. Approximately a year later, troubleshooting was performed during an in-clinic evaluation but the issues persisted; fluid loss was suspected as the cause of the loss of functionality. A replacement procedure was performed; the existing device was removed and a tactra malleable penile prosthesis was implanted. There were no patient complications reported.